Event description:
Balloon pump shut down, apparently due to depleted batteries, on two occasions. First alarm and shutdown occurred on battery power when setting up the unit in the patient's room at another hospital. The unit was immediately plugged into ac power and worked properly. Later, when transporting patient from the room to the other hospital's ambulance bay, the unit again shut down just before loading it with the patient into the ambulance. When plugged into the ambulance's ac power, it worked properly. Upon arrival at our hospital, the patient was transferred to another balloon pump prior to further transport within the hospital. The balloon pump was then set aside for testing.what was the original intended procedure?balloon pump support during transport.